Event description:
It was reported that during follow-up an alert for high, out of range, pacing lead impedance was seen upon interrogation. Loss of capture and suspected fracture were also noted. Lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.